Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the electrode belt therapy electrodes were non-functional.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to an open white (drvn_gvd) wire in the trunk cable. Additionally, a pulse wire was found to be open in the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the open wires could not be positively identified but was likely excessive force in the trunk cable. No adverse event resulted from the open pulse wire.